Manufacturer narrative:
The primary aim of the procedure i.e., solid fusion was successfully achieved, but re-operation was needed 1.5 years post-operatively to solve the swallowing problems caused by material degradation related local soft tissue reaction / fluid accumulation (adverse event / anticipated risk). It should be noted that several foreign materials were used together in these procedures (biodegradable polymer, peek, and beta-tricalcium phosphate). The degradation related tissue reactions typically occur earliest approx 1.5 - 2 yrs postoperatively, i.e., when the implant degrades, which is most likely the cause of the masses seen. Please note the following statements in the instruction for use in the inion s-1 system: implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances. More than 2000 inion s-1 plates have been sold since the product was launched 2005/2006. Identical cases not previously reported to inion.

Event description:
Acdf, c5-6. Solid fusion, but swallowing difficulties, abnormal cystic mass (same shape and size as the plate) and liquid formation 1.5 years post-operatively. Re-operation performed for cyst removal (inflammatory tissue). Pt is doing fine.